Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the patient has experienced an increase in seizures and the physician suspects the generator battery is declining. The patient was referred for generator replacement. Surgery is likely, but has not occurred to date. Clinic notes dated (B)(4) 2014 note that the patient has only small seizures with no generalization and that the seizures fluctuate between 3 per day to 3 per week with some days even more frequent.

Event description:
Analysis of the returned generator was completed. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.